Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon initial evaluation stryker observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer device and verified the reported issue of the device not being able to recognize a shockable vfib rhythm and is not able to provide defibrillation therapy. The root cause of the reported issue could not be determined. The customer received a replacement device. The device is archived by stryker.